Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received intermittent with button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device passed the displacement test and the error alarm test. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported a bubble in the insulin pump screen which appeared after wearing the insulin pump down her pants and sweating. The blood glucose reading was 87 mg/dl. Customer also reported receiving alarms on the insulin pump. Customer stated that the buttons became unresponsive. She had taken the battery out over night to let it dry and received a battery out limit alarm when replacing the battery. Customer was treating with manual injections. She noticed that the numbers began scrolling without input when trying to bolus for a blood glucose of 396 mg/dl. She also reported that there were cracks on the screen. Nothing further was reported.